Event description:
Insulin pump went off warranty (B)(6) 2011. There is diminished battery life, scratches on the casing, act buttons sometimes need to be pushed more than once and pump is making grinding noises when rewinding. Dates of use: (B)(6) 2007 - (B)(6) 2011. Diagnosis or reason for use: diabetes.